Event description:
During preventative maintenance, it was determined that the ac power cord was damaged on this bed.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord, in order to resolve the problem.